Event description:
It was reported that during use of the bd vacutainer eclipse blood collection needle the sleeve was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the IV shield separating with the incident lot was observed. Testing of the customer samples was performed and the IV shield separated; no separation of the safety shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for the IV shield separating with the incident lot was observed. As safety shield separation was not observed from the sample, a root cause could not be determined. Based on the investigation, the most likely root cause for the IV shield separation was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the sleeve was leaking. There was no report of exposure, injury, or medical intervention.